Manufacturer narrative:
Findings: a33 alarm during the basic occlusion test due to moisture damage inside the faulty fsr. Moisture damage found on the motor, I/b and lcd board also. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, a21 error test, off no power test, prime/a33 test, occlusion test and no delivery test due to a33 alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that they went swimming and the pump fell in the water. The customer stated that it was working but had water in the pump. The customer stated there was condensation in the screen. The customer mostly sees the water below the reservoir compartment. The customer had a clear pump to see that. The customer stated that there were just a couple scratches from wear and tear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: compromised forced sensor alarm during the basic occlusion test due to moisture damage inside the faulty force sensor resistor . Moisture damage found on the motor, I/b and lcd board also. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised forced sensor alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
The correct information has been provided with this report. Additional information has been reviewed after the initial report was submitted. Findings: compromised forced sensor alarm during the basic occlusion test due to moisture damage inside the faulty force sensor resistor . Moisture damage found on the motor, and lcd board also. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to a33 alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.